Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer reported sensor glucose vs blood glucose difference. The blood glucose was 125 mg/dl, and the sensor glucose value was 220 mg/dl which was outside of the acceptable range. Troubleshooting was performed and found that the insulin delivery was suspended due to the sensor glucose vs blood glucose difference. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.